Manufacturer narrative:
The suspect device has been returned for evaluation. No traces of use were observed on the device. The failure as reported was observed. The likely root cause can be attributed to particles, dust, and microbial contamination from the manufacturing environment. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.

Event description:
It was reported a hair-like foreign material was observed in the fluid path. The condition was identified prior to use, and the device was not relied upon for patient care. There was no patient exposure, and no death or serious injury occurred.